Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a zone 3 60 mm diameter x 101.9 mm long thoracic aortic aneurysm approximately 4 months ago. The proximal neck was 33.2 mm in diameter; distal neck was 37.6 mm in diameter. There was slight calcification at the common iliac artery and carotid artery. The patient has a history of hypertension, hyperlipidemia and angina. It was reported that although a localized dissection of the right iliac was noted at the time of implant, no intervention was performed, and the decision was made to monitor the patient without further treatment. After the procedure the patient had impaired speech and muscle weakness on the right side. A CT scan was performed and revealed cerebral infarction of the left parietal lobe. Medication was administered. Two weeks later the cerebral infarction resolved. The CT scan at the 1 month follow-up showed the aneurysm diameter was 60mm and that there was no migration, no endoleak, or aneurysm rupture. The physician commented that the localized dissection was related with the devices and with the procedure. The correlation of cerebral infarction and the devices was undetermined. However, there was a correlation of the cerebral infarction with the procedure (see MFR # 2953200-2010-01781). No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: arterial trauma/dissection/perforation, calcified vessels, cerebral infarction. Conclusions: calcified vessels, cerebral infarction.